Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and device manufacture date could not be completed as the device lot number is unknown. Based on the results of the legal manufacturer's investigation, it was surmised that the reported suction valves are within standards, but the loose torque was found to be close to the tolerance limit due to variability in molding. Loosening torque was improved and implemented from lot h1701. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, during a therapeutic bronchoscopy procedure, the suction valve would come loose from the bronchoscopes at the slightest movement. Another endoscope was tried with the valve, however, the issue remained. The rubber ring was not left in the bronchoscope. The intended procedure was completed similar device and no surgical delay. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, during a therapeutic bronchoscopy procedure, the suction valve would come loose from the bronchoscopes at the slightest movement. Another endoscope was tried with the valve, however, the issue remained. The rubber ring was not left in the bronchoscope. The intended procedure was completed similar device and no surgical delay. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.